Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) japanese female patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that while attempting to peel-away the introducer completely from the artery a large amount of blood was observed from the patients access site. The angle and depth of the sheath were adjusted; however, the bleeding continued. The patient received 18 units of red blood cells and the impella was explanted.